Event description:
During baxter's functionality testing of a spectrum pump, it failed to deliver the programmed amount. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported flow rate error, which was reproduced as under infusions. The upper and lower valves and fingers were out of specification. The unit was re-calibrated to correct the failure.